Event description:
In 2008, the patient reported, he received the 2009 (end of life) message on his insulin infusion device, but did not receive any prior alerts (88, 86, 84, 82) warning him of this. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.